Event description:
A paramedic called for help with his facility's contour meter. While troubleshooting, it was discovered the meter display was missing segments. The customer did not appear to be aware of the missing segments, but no adverse events were alleged. The meter is to be returned for evaluation. A replacement meter was sent to the customer.